Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was slightly bent at the distal end. It was reported that the jaws did not close until the end. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device has a 5 mm diameter insulated shaft, 31 cm in length, and is designed for introduction and use through all appropriately sized auto suture* trocar sleeves, or larger sized trocar sleeves with the use of a converter. When inserting or removing any roticulator¿ instrument from the trocar sleeve, the trocar¿s valve system should be manually opened if possible. Additionally, the instruments should be in the 0° position and the jaws closed prior to insertion or removal through the trocar sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic partial nephrectomy, after opening the mini shears and when a test operation was performed, the jaws did not close until the end. Another pair of mini shears was used to resolve the issue. There was no patient injury.